Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead was difficult to insert, and it could not be advanced in the catheter. The lead was ultimately not used. Patient condition was stable.

Manufacturer narrative:
The reported events of failure to advance lead in catheter and difficult to insert were not confirmed. As received, a complete lead was returned in one piece for analysis. Unable to perform the lead to catheter insertion test since the guide wire could not advance beyond the middle region of the lead due to the inner coil being clogged with blood/tissue, as received. Dimensional analysis of the ring electrodes diameter was measured within specification. S-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.